Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. At the time of the event, the customer's bg level was 500 mg/dl, and was addressed with a manual injection. At the time of the call, the customer's bg level was 390 mg/dl. Additionally, it was reported that when inputting a bolus request, the customer entered an extra "0" on the bolus menu and delivered too much insulin. Reportedly, the customer disconnected the infusion set tubing after receiving the appropriate amount of insulin. During the time of the event, the customer's blood glucose (bg) level was 215 mg/dl.